Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedures, there were discrepancies noted between the sensing measurements on the implanted implantable pulse generators (ipg) and on the analyzers. This discrepancy has been noted by several different physicians. The ipg's and analyzers remain in use. No patient complications have been reported as a result of this event.